Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician switched to another defib cable, however the device was unable to obtain an ECG signal. The clinician continued monitoring the patient via ECG leads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrode pads were discarded and are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was in pacer mode, therefore the ECG signal cannot be viewed through the pads view and is only visible through ECG monitoring leads in lead view. Analysis of reports of this type has not identified an increase in trend.